Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided

Event description:
It was reported that a 24 hrs. Chemo infusion took longer than expected to complete. The customer stated that an epoch infusion was initiated was initiated on (B)(6) at an unspecified rate however the infusion completed on the (B)(6) on the 4th day. It was later reported that the clinic had made improvements with the completion of 24 hrs. Infusions completing on a more timely with the accurate set loading and height differentials , the customer is awaiting trial of anti-siphon valves to assist with 24 hr. Chemo treatments.